Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter. During evaluation of the hc machine, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance specification. The customer discontinued use of the machine due to a transplant.

Manufacturer narrative:
(B)(4). The product analysis laboratory (pal) evaluated the device. The device failed the homechoice returned instrument test evaluation (rite) electrical test due to ground bond failed performance specification. The device passed the homechoice rite (return instrument test / evaluation) functional specifications. The rite electrical test failure failed ground bond test was not confirmed by review of the logs. Based on baxter?s investigation, the root cause of the ground bond failed performance specification was due to a loose set screw on the door post. Pal recommends scrapping the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.